Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. Dut does not response to a button press hard reset. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that while attempting to set-up the recharger, it locked into the ¿blinking mode¿ for 20 minutes. Troubleshooting included multiple times they attempted to hold the ¿on¿ button for 30 to 60 seconds to reboot the device and also placed it into the cradle on several occasions. The failed wr was switched with trunk stock. There was no patient involved.